Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed, and the complaint was not confirmed by failure analysis. There was no damage observed during visual inspection. The insufflation port was not broken, and the stopcock was not loose. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. Isi followed up with the initial reporter and obtained the following additional information: there was no fragment that fell inside the patient¿s anatomy. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments in the patient. Docking was in process when the issue occurred. There was damage to the stopcock lock where it was spinning around and not locked. The cannula was not deformed. Insufflation had not started even after insufflation had started. There were no collisions of instrument or other hard material during the procedure. There were no intra or post-operative complications due to the greater than 30 minutes delay. There isn¿t any concern about procedure delay causing any long-term complications with the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the universal seal accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the lock section of the 8mm universal seal accessory was damaged. No fragments fell into the patient. There was a delay of 30 minutes or more. The procedure was completed with no reported injury.